Event description:
On april 20, 2006 the lay-user/patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke to the patient on april 24, 2006 to obtain/verify the following information. The patient stated that he does not have diabetes. However, the patient indicated that he has an unusal condition related to hypoglycemia that he could not explain. He also stated that he does not like the meter and it is not good for his type of condition. At an unknown time in april 2006 the patient developed symptoms of feeling "sick, light-headed, seaty, and a little confused." The patient informed mas that he obtained a reading of about "65 mg/dl" at home which he explained is "normal" for him. (Orginally, the patient reported that he got a reading of "52 mg/dl." He also added that any blood glucose levels below "60 mg/dl" are when he gets symptoms. As he was walking to get something to eat, he passed oout. The patient was taken to the hospital by his wife. At the hospital, a lab reading of "40 mg/dl" was obtained. The patient was given glucose orally and an IV (unknown contents). He was discharged within a few hours after his symptoms dissipated. The patient stated that he compared his one touch ultra's readings to 2 other meters that he has from a different company. He indicated that the 2 meters always read "20 times lower" than the one touch ultra meter. The patient did not provide any of the results that he used for comparison. The patient declined to give further information and hung up during the call with the mas. It would have been helpful to know the following information: what time did the symptoms develop, what medication(s)/treatment(s) did the patient take on the day of the event, what food/beverages did the patient consume on the day of the event, and what time were the reported readings taken. The patient refused a replacement meter.